Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation was performed at elmira. Flow: damage. Visual inspection: one part was received loose in a bag. Laser etch markings on the part identify it as part number 310.23 (2.5 mm drill bit/qc/gold/100 mm), lot number uk17572. The received part visually appears to be broken near the fluted end. A rough edge is present at this end of the part, and the exposed surface is uneven with no coating. The tip of the drill bit is absent entirely. Minor scuff marks or scratches are also present towards this end of the part, just before the start of the flutes; a portion of the gold-colored coating is absent, and the underlying metal color is visible. The quick-connect end of the part shows some minor discoloration, and the ¿ø2.5¿ etch marking on the quick-connect flat is uneven, with some of the color worn away or faded. No other visible defects are apparent. Dimension inspection: it was not performed due to the post manufacturing damage, broken tip was not received and returned condition of the distal tip- threaded portion. Conclusion: the manufacturing investigation determined the complaint condition is confirmed; the part is broken. No manufacturing related issues were observed. The complaint condition appears to be the result of improper product handling or use after the parts left the manufacturing facility. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part #: 310.23 synthes lot number: uki7572 . Supplier lot number: uki7572. Manufacturing site: synthes monument . Release to warehouse date: mar 14, 2002. Supplier: unique instruments. Device history review. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: gff,gfa, hsz. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the 2.5mm drill bit was found to be broken during reverse logistics audit of the returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves one (1) device. This report is for one (1) 2.5mm drill bit/qc/gold/180mm. This is report 1 of 1 for (B)(4).